Event description:
The customer reported that the system displayed errors related to the corruption of system software, failed to allow fluoroscopic exposures, and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.